Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure (event) observed during analysis. A partial lead with the lead tip measuring 45.5cm was returned for analysis. External insulation abrasion was noted at 12.2-13.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 6.5-10.7cm from the distal tip. The etfe coating was intact at these locations. (B)(6).